Event description:
It was reported that the patient had 3 medtronic bare metal stents implanted in 2002/2003 and reported that when the stents were implanted, he experienced a lot of pain, unstable angina and suffered at least 4 myocardial infarctions post implant. The patient reported that after the first medtronic bare metal stent was implanted restenosis was confirmed within 3-6 months and a second medtronic bare metal stent implanted in treatment. Restenosis was confirmed again and a third medtronic bare metal stent was implanted within a year of the first implant. The patient was unsure if the pain experienced was related to the stents. No other information was received.

Manufacturer narrative:
Results and conclusions: root cause is undetermined 313 inherent risk of procedure - myocardial infarction. No results available since no evaluation performed- device or procedural images not provided for review. None -no device returned. (B)(4).